Event description:
The customer initially reported that the jaws of the device would no longer open. The device was not on tissue at the time. Another device was used to complete the procedure w/o incident. There was no pt injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.